Manufacturer narrative:
.

Event description:
It was reported that high impedance was identified on a patient's device. No trauma or adverse events were reported. The patient was referred for full revision surgery, but the patient's insurance was denied. The high impedance was identified during system diagnostics. The patient's device was disabled on (B)(6) 2016 due to the high impedance. No surgical intervention has occurred to date.

Event description:
The patient had generator replacement surgery on (B)(6) 2016, but a lead revision was not performed. Once the generator was replaced and the existing lead was connected, system diagnostics were completed indicating normal lead impedance. High impedance was confirmed to not be present during pre-op. The patient was also seen again the following week after the generator replacement surgery, and there were no impedance issues at that time either. The explanted generator was discarded by the facility. Therefore, no analysis could be performed.